Manufacturer narrative:
Device 3 of 6. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user reported that the wafer had an off centered starter hole. As a result of the concern the end user had to change within hours of application. He usually changed his wafer every 7 days. No change in his skin care routine. No photo is available at this time.